Event description:
Patient reported deflation against left device later confirmed by physician. "Hole, non-specific" was observed during surgery. The device has been replaced.

Manufacturer narrative:
A device analysis of the returned device identified: a broken plug strap. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening and a striated broken on plug strap assessed as surgical damage.

Event description:
Patient reported deflation against left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.